Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes, 1/2ml 31g x 8mm that the needle hub separated from syringe. The following information was provided by the initial reporter:   consumer reported when removing the needle shield, the needle hub separated.

Manufacturer narrative:
The following fields have been updated with additional information. D.10. Device available for eval?: yes. Returned to manufacturer on: 6-may-2022. H6. Investigation summary: customer returned a single 0.5ml, 31 gauge, 8mm syringe from lot 1277030. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 1277030 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA 1630423 has been opened to address this issue.

Event description:
It was reported while using relion insulin syringes, 1/2ml 31g x 8mm that the needle hub separated from syringe.   The following information was provided by the initial reporter: consumer reported when removing the needle shield, the needle hub separated.